Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2011; 407652, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had potential undersensing and measured small p-waves. P-wave morphology was small on electrogram and it was difficult to determine. The lead remains in use. No patient complications have been reported as a result of this event.